Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with investigation results should the device be received for eval.

Event description:
Medwatch received states: "alaris IV pump (8100) in use on pt with sodium chloride running. Physician ordered secondary IV medication, nurse attached secondary pump (8015) which, when attached, started to spark and smoke, whole machine detached from pt no pt injury, machine was sent to clinical engineering and attachment prongs appeared to have broken plastic casing and burnt metal prongs." The risk manager was contacted to clarify the aforementioned statement. She reported that the pt was on the medical surgical floor receiving an infusion of 0.9 normal saline via a pump module. The pt was ordered a second infusion. When the nurse attached a second pump module, it sparked and smoked at the connection site. The entire alaris IV system was unplugged, removed from the pt, and sent to clinical engineering for inspection. The risk manager reported that upon inspection, cracks in the pump were noticed as well as burnt parts. There was no report of pt harm or medical intervention. The customer stated that no further pt or event info is available.